Event description:
It was reported that bd q-syte closed luer access device was leaking. The following information was provided by the initial reporter, translated from french to english. At the end of the morning, I notice that the bandage (doll) of the greenway is damp. I changed the bandage thinking that it had gotten wet during the wash because the patient had washed herself and had also washed her hair in the sink provided for this purpose. At the end of the day around 5 p.m., when the catheter dressing was being repaired, I noticed that the bandage was damp again and that there was also a wet spot on the sheet. I redo the dressing, I undo the bandage and I notice a drop of liquid at the anti-reflux valve, so it was leaking. I changed the valve as well as the 50 cm connection. I kept the anti-reflux in order to test it again with a syringe and indeed the valve is leaking. Doctor advised because treatment with sal (anti-lymphocyte serum) took this route.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: received one unsealed q-syte unit from lot number #3158420 for the investigation of this complaint. A gross visual inspection shows that the unit does not have physical defect. However, per the customer¿s verbatim, the unit leaked during use thus the unit was further investigated. The septum was removed from the body of device and was inspected for damage. A leak test was performed on the returned unit using a luer lock syringe. Leakage was observed through the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen on the column wall. The type of defect of tear column wall may occur during manufacturing due to misalignment or damaged/burred probes. However, this defect may also occur in the clinician environment during use due to excessive actuations or extraneous force on the septum. As the device has been opened and handled, the defect cannot conclusively be linked to either manufacturing or use related as the defect would have the same appearance. The instructions for use (IFU) indicate that when connecting to or disconnecting from the bd q-syte device, always insert or remove the male luer using a straight-on/straight-off approach. Angled insertions/removals may cause poor functioning or damage to the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of leakage was confirmed. Probable root cause conclusion(s): not determined.

Event description:
No additional information.